Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. All buttons function properly however moisture damage on keypad traces noted. Tested with a test strip with the correct test bg value sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No communication anomalies noted. The insulin pump received with high sleep current measurement due to moisture damage on all electronic assemblies. Unit received with cracked battery tube area. Unit received with moisture damage on motor assembly and corroded force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had keypad unresponsive issue. Customer cannot recall their blood glucose reading. The screen cannot turn on. The insulin pump was exposed to moisture. The insulin pump will be returned for analysis.